Manufacturer narrative:
Product analysis: as found condition: the concerto coil was returned for analysis within a shipping box, an opened concerto outer carton (222711308), and an opened concerto inner pouch (222711308). Damage location details: the concerto pusher was found broken at 6.0cm from the pusher proximal end with the release wire pulled. The implant coil was found detached from the pusher within the introducer sheath. No damages were found with the introducer sheath. The implant coil was found to be in good condition within the introducer sheath. Testing/analysis: the concerto implant coil was pushed out from within the introducer sheath without issue. Conclusion: based on the device analysis and reported information, the customer¿s ¿coil resistance/stuck in sheath¿ report could not be confirmed. No damages were found with the concerto implant coil. In addition, the concerto implant coil was pushed out from within the introducer sheath without issue. Resistance can occur if the rhv is overtightening of rhv or the introducer sheath is not properly seated within the catheter hub. However, the cause of the reported resistance could not be determined. Regarding the damage to the concerto pusher (broken) and the detachment of the implant coil. The implant coil can become detached if the pusher is broken and the release wire is pulled. However, the cause of the pusher damage could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the concerto wouldn't deploy into the sheath. Another coil was opened and used. No additional information was known at this time.